Manufacturer narrative:
(B)(4). Eval results: visual inspection of the returned product showed the lens was returned in liquid, there was a split across the lens and a piece of a haptic plate was torn off and missing. (B)(4).

Event description:
It was reported that as the surgeon inserted a cc4204a collamer plate lens and a haptic broke during insertion. The lens was removed without any patient injury. The reporter stated the incident was the result of a loading error.